Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not providing the correct blood glucose reading. Customer and physician stated that the insulin pump is not delivering insulin properly. The current blood glucose reading is 55 mg/dl. Customer has treated with sugar. Customer is tired and urination. Customer has been experiencing high blood glucose. Nothing further reported.